Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020. H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-02265 and 2210968-2020-02266. Analysis results have been included in follow-up reports for each. Unopened samples of product were received for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe6532 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the device was broken easily during use. The procedure was not delayed. There were no adverse patient consequences reported.